Event description:
It was reported that device fracture occurred. The 20% stenosed target lesion was located in the moderately tortuous and moderately calcified liver. A ngmc/single/027/straight/1ro/130 direxion hi-flo was selected for use. During the procedure, it was noted that the device fractured about 37cm from the hub inside the body. The device was removed without any additional intervention done and the procedure was completed with a different device. No complications reported and the patient is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device shaft was visually and microscopically analyzed for any damage. The device showed a fracture located 31cm from the hub. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. A fractured shaft was confirmed.

Event description:
It was reported that device fracture occurred. The 20% stenosed target lesion was located in the moderately tortuous and moderately calcified liver. A ngmc/single/027/straight/1ro/130 direxion hi-flo was selected for use. During the procedure, it was noted that the device fractured about 37cm from the hub inside the body. The device was removed without any additional intervention done and the procedure was completed with a different device. No complications reported and the patient is stable.